Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime, excessive no delivery test, and occlusion test. All of the buttons on the device functioned properly. However, corrosion was found on the keypad traces. No button error alarms noted during testing. The device had received with cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 412 mg/dl. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.